Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the left ventricular (lv) lead dislodged and there was no capture. The lead was repositioned and remains in use. It was noted that the patient was enrolled in the panorama clinical study. No patient complications have been reported as a result of this event.